Manufacturer narrative:
The suspect device will not be returned for evaluation. Therefore, root cause was not established. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault alarm. This event happened during patient use. The patient was removed from the ventilator and transferred to another ventilator. There was no harm reported with this event.